Manufacturer narrative:
No device eval was performed since the graft was not returned to the MFR. No review of the device history record was done since the product identifier was not provide. No conclusion can be drawn. A f/u report will be submitted within 30 days upon receipt of any relevant add'l info.

Event description:
It was reported 2 cases of leaking during surgeries performed on (B)(6) 2012. The leaking occurred through the graft wall during implantation of the graft in ak position. No blood transfusion was needed but a drain was left in place for 24 hrs. There was no injury reported. In spite of repeated efforts, no info on the products serial numbers could be obtained from the hospital at the time of this report.